Event description:
The patient was scheduled to have an ICD placed. The first device had ventricular oversensing i.e. Noise on the ventricular lead post shock and during the manipulation of the device. Consequently, before the pocket was closed, the ICD was taken out and a new ICD was implanted. The new device was the same model as the first device and resolved the problem. There was no harm to the patient.